Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe contained foreign matter described as "dirty syringe", this was noticed before use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak syringe contained foreign matter described as "dirty syringe", this was noticed before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit was provided for evaluation by our quality engineer. Upon visual inspection of the sample, a brown particle was observed inside of the syringe, floating within the liquid. Through magnified inspection, the particle was observed to be polypropylene fibers and dirt. A device history record review for the provided lot number did not reveal any issues during production that could have contributed to this defect. Regular inspections are performed throughout the manufacturing process to ensure product is within specifications. As no issues were identified during the manufacturing process to contribute to this defect, a definite cause for the foreign particles could not be determined. Investigation conclusion: since no incidence has been found in DHR review, the root cause of the alleged defect cannot be determined. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.